Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not remove the cartridge. The customer's blood glucose level was 150 mg/dl. A new cartridge was successfully loaded to address the event.